Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had scratched display window and moisture damage on lcd board.

Event description:
The insulin pump had no button error alarm noted. Customer is unable to clear the alarm. Customer's blood glucose was 259mg/dl, treated with manual injection. Customer stated the insulin pump was exposed to water moisture. Customer went into the river with insulin pump for a second. Advised customer the insulin pump will be replaced and revert to back up plan.